Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient's father reports upon activation needle mechanism did not deploy as intended during activation. He also reported that the blue cannula was not visible and that the pink slide looked normal.

Manufacturer narrative:
The slide insert was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 3964 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined. The soft cannula was found to be torn at the distal tip of the formed needle. Although damage was present, the timing and cause are unknown.